Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp solution set leaked between the tubing and the drip chamber. The set was being used with pemetrexed. The leak was observed at the beginning of a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure and clear passage under water testing were performed which a revealed leak between the assembly of the tubing into the drip chamber. The reported condition was verified. The cause of the condition was due to incorrect solvent application to the set during assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On october 30, 2023, medwatch reference number mw5146932 was received for this report. Should additional relevant information become available, a supplemental report will be submitted.